Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The valve was tested and it appears that the root cause of the problem reported by the customer is due to biological debris seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device would not re-program. The doctor commented that there was visible debris, which may have caused the problem.